Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the pump would have run out on (B)(6) 2024.

Event description:
Information was received from a patient and a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was previously used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that the patient moved from florida to kentucky and let the pump run out. The patient went to a doctor in kentucky who was going to fill the pump for them one time and then they would have to go back to florida. The patient was then told the pump was "no good and stopped working", but the alarm was "still sounding" and they were told that "sometime in may the battery will die". Per the patient, it was "driving me insane". The patient wanted the alarm silenced but also wanted the pump to be explanted. Per the patient, they had already gone through morphine withdrawals. Physician listings were sent to the patient. Additional information received from a healthcare provider on 2024-05-09 indicated that, for the past 3-4 weeks, the patient's pump had been empty. The patient wanted the pump removed and did not want to use it anymore. The reporting nurse practitioner did not manage pumps and tried to help the patient find a local pain physician with no success. Information for the national answering service was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.